Manufacturer narrative:
Concomitant medical products: medical product: cortical bone screw, 4x26mm catalog#: 47-2486-126-40; lot#: 3048178; cortical bone screw, 4x30mm catalog#: 47-2486-130-40; lot#: 3024386; washer small catalog#: 47-24880-00-04 ; lot#: 3025214; proximal humerus nail cap, 0mm catalog#: 47-2488-010-00; lot#: 3068368; torque limiting handle catalog#: 27923; lot#: unknown. X-rays, photographs were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2022-00030; 0009613350-2022-00031; 0009613350-2022-00032.

Event description:
It was reported that the patient had a revision due to migration.

Event description:
It was reported that the patient had a revision due to migration.

Manufacturer narrative:
Concomitant medical products: medical product: cortical bone screw, 4x26mm catalog#: 47-2486-126-40; lot#: 3048178; cortical bone screw, 4x30mm catalog#: 47-2486-130-40; lot#: 3024386; washer small catalog#: 47-24880-00-04 ; lot#: 3025214; proximal humerus nail cap, 0mm catalog#: 47-2488-010-00; lot#: 3068368; torque limiting handle catalog#: 27923; lot#: unknown. X-rays, photographs were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2022-00030; 0009613350-2022-00031; 0009613350-2022-00032.

Event description:
Investigation results are now available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b4, b5, g3, h3, h10. Corrected: d10. D10: medical product: the following devices have been set as concomitant . Blunt tip screw, 4x44mm item no. 47-2486-044-40; lot:3024708 (previously reported in medwatch 0009613350-2022-00031). Blunt tip screw, 4x36mm; item no. 47-2486-036-40; lot 3054535 (previously reported in medwatch 0009613350-2022-00032. Investigation and conclusion: 1. Event description: it was reported that the patient had an ann nailing system implanted in the right humerus. Two weeks after implantation, the surgeon found the #1 proximal screw migrated medially (inwards). Six weeks after implantation it was found that the screw punctured the epiphysis. Therefore, a revision surgery was carried out on and the affected screw was explanted. The patient's bone quality was noted as being poor and the corelock mechanism was reported as being utilized after all the interlocking screws were placed and with a torque screwdriver.. Harm: s3 - instability, moderate. Hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - one postoperative undated ap x-ray but mentioned as being taken immediately post implantation received. - one postoperative undated ap x-ray but mentioned as being taken two weeks post implantation received. The most proximal screw appears to be migrating medially when compared to the x-ray received immediately post implantation. - one image containing two undated ap x-rays of the right humerus as well as a CT-scan received. These images have been mentioned as being taken 6 weeks post implantation. The most proximal screw appears to have migrated even more when compared to the previous x-rays. 3. Product evaluation: - visual examination: the involved blunt tip screw 4 x 44mm was returned for investigation. The visual examination of the returned screw shows signs of wear around the area of the hexagon socket. Additionally, minor polished thread flanks can be seen. This most likely occurred due to direct contact between the screw and the nail, which may point to screw migration.. 4. Review of product documentation: - device purpose: all involved devices are intended for treatment. - product compatibility: the product combination was approved by zimmer biomet - surgical technique: the surgical technique explains that the locking of the corelock is done using the corelock driver with torque limiting handle: turn slowly clockwise to tighten and engage the corelock mechanism until a click is felt from the torque limiting handle. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. 5. Conclusion: it was reported that the patient had an ann nailing system implanted in the right humerus. Two weeks after implantation, the surgeon found the #1 proximal screw migrated medially (inwards). Six weeks after implantation it was found that the screw punctured the epiphysis. Therefore, a revision surgery was carried out on and the affected screw was explanted. The patient's bone quality was noted as being poor and the corelock mechanism was reported as being utilized after all the interlocking screws were placed and with a torque screwdriver.. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The received x-rays confirm the reported event, namely that the most proximal screws has migrated. This phenomenon is supported by the visual examination of the received screw, which shows minor polished thread flanks, likely occurring due to direct contact between the screw and the nail. It has been noted that the involved screw punctured the epiphysis and thus required the need for a revision surgery. Possible contributing factors for this event could be the poor patients bone quality due to age (80 years). Adherence to rehabilitation protocol is unknown. Based on the investigation it can be assumed that the factors that led and/or contributed to the migration of the screw might be multifactorial related to either patient condition, behaviour, implantation procedure or design features. If and to what extent any of these aspects may have influenced the backing out of the screw remains unknown. CAPA ca-06074 is ongoing for this issue of screw backing out. Multiple MDR reports were filed for this event, please see associated report: 0009613350-2022-00030-1. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.